Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited small r-waves and t-wave oversensing (twos) which resulted in the patient receiving an inappropriate therapy. It was noted that the twos could be related to an electrolyte imbalance or possible change in rv activation pattern due to ischemia or infarct. Follow up was conducted and no reprogramming was completed at this time. The lead remains in use. No further patient complications have been reported as a result of this event.